Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose was 48 mg/dl. The customer treated their blood glucose with food. Customer also reported receiving a sensor error alert on their sensor. Advised the customer their sensor may be damaged. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed for low readings.